Event description:
Pump 0401142 programmed correctly but doxycycline admin at expedited rate. After a few minutes 1/2 the 100 ml bag had been admin leaving approx 50 ml in the bag but the vtbi(volume to be infused) read 82.8 ml.